Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.

Event description:
It was reported that the patient experienced low blood glucose level requiring her husband to provide her with glucose on two separate occasions. The patient reported that she had blacked out on both occasions and her husband was able to treat her with glucose. The patient is blind. She stated that she has experienced air bubbles in the infusion system and at times she may have bolused additional insulin because she was unable to see if there were any air bubbles in the system. She also estimates her carbohydrates and stated she may have estimated incorrectly. No product was requested to be returned for evaluation.